Event description:
It was reported that, "when the doctor went to pull out trial. A piece broke off, no pieces fell in patient."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.